Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. The problem was confirmed for use error and the root cause was undetermined. A labeling review was performed in response to the user error in this complaint, and the labeling was found to be adequate.

Event description:
The customer contacted baxter's technical service center regarding a check heater line (chl) alarm, which occurred on the homechoice (hc) during fill 1. The home patient (hp) attempted to correct the alarm and had disconnect the heater bag and added another bag. The baxter technical service representative (tsr) advised them once the hc primed the system you could not disconnect any supplies allowing air to enter the system. The tsr ended the therapy so the hp could reset up again with new supplies. The solution to this issue was provided over the phone. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp on (B)(4) 2012 in regards to a check heater line alarm and a use error - reuse of single-use product. The hp was able to resume therapy after starting over with new supplies. He did not notice anything unusual with any of the previous supplies. He had already discussed with the tsr the proper aseptic procedures. Since then he has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.